Manufacturer narrative:
Device not returned.

Event description:
Clarifix patient experience nasal bleeding 10 days post-treatment on right side. Several attempts were made to pack the nasal passageway, which did not resolve issue. Endoscopic visualization showed necrotic tissue around lower posterior middle turbinate but could not visualize the sphenopalatine artery. Cauterization was performed to stop bleeding. Patient recovered with no additional issues.